Event description:
The facility's registered nurse reported to baxter (B)(4) that a nitroglycerin set had come apart between the administration tubing and the drip chamber. This occurred during use. There was no report of patient involvement, patient injury, or medical intervention in association with this event. There is no additional information.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510 k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Device evaluation: three samples were available for evaluation. A visual inspection was performed revealing that the tubing was disconnected from the chamber in all three sets. The reported condition was confirmed. The root cause can be attributed to a lack of solvent application during the manual assembly of the set. As a corrective action sampling was increased to assess the assembling process.